Event description:
Had shoulder replacement done and was never able to raise left arm more than 45 degrees and still had pain. Went to another dr. And to get second opinion and found out the part had failed. Had to have 2nd surgery and take out and have a reverse total shoulder done. Had to have implant taken out and replace.